Event description:
Initial bicarbonate result of 0 mmol/l was repeated and recovered 17 mmol/l. Incorrect result was not used to provide patient treatment. Field service representative adjusted the sample probe then performed a precison check and ran quality control materials. All results recovered within stated ranges.